Manufacturer narrative:
B3. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The patient present with myocardial infarction. The target lesion was located in a coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was inflated at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. G2 report source: corrected. Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a 9mm longitudinal tear to the balloon at the distal waist running proximal to the body of the balloon. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The patient present with myocardial infarction. The target lesion was located in a coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was inflated at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.